Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of error b30 and static screen was not confirmed. Additional device evaluation findings are as follows: bad scope socket (locking mechanism not protecting the pin), corrosion inside scope socket tubing, and front panel mouth of housing was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was inspected before use and encountered error b30 (communication error). The customer attempted to wipe all scope connections, however the error continued. The issue occurred during preparation for use and the diagnostic (colonoscopy) procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported error code was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.